Event description:
It was reported that during a thyroidectomy procedure, the buttons on the instrument activated intermittently . A second like device was used to continue with the procedure. Near the end of the case, the distal end of the shaft proximal to the jaws of the device was hot and a burn formed on the pt's skin inferior to the incision.